Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead presented to an emergency room with pre-syncopal symptoms. A 4-beat loss of rv capture was observed on the electrocardiogram. The rv pacing output was increased. The patient is pacer dependent. Subsequently, a device changeout was performed and the device was successfully replaced. The device will be returned for analysis. Additionally, it was noted that no noise was observed on the rv lead and the impedance measurement was stable. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--